Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer to always use room temperature insulin. Customer would clear the alarm and resume insulin to resolve the issue. Customer¿s blood glucose (bg) level was 535 mg/dl. The customer went to the emergency room and reportedly "they could not breathe". Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that day.